Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wall adapter was unable to charge the pump. Reportedly, the customer was able to charge the pump with an alternate adapter. Blood glucose level was 187 mg/dl.